Event description:
Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2012 regarding a reload the set 159 alarm. Per the cg, the home patient (hp) started over with new supplies and continued therapy without any further problems. The sample was discarded and no lot number or companion sample is available. Since then she has been having issues with the homechoice (hc). One night, she cannot recall when, the hc after dwell 1 of 4 flipped to dwell 2 of 3 but the home patient (hp) is on 4 cycles for therapy not 3. The cg called the peritoneal dialysis registered nurse (pd rn) and gave them a new procard. When they tried the new procard last night the hc changed cycles again. The cg stated she will call the pdrn this afternoon or tomorrow to figure out what they should do next and the hp will continue therapy with manuals. There was patient involvement but no patient injury or medical intervention was reported. Product surveillance received a call back from the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding a program changed by device. Per the pdrn, she contacted baxter regarding the issue. The technical service representative (tsr) asked the nurse to check the alarm log and refused to swap the device. The pdrn went on to tell the tsr that the machine is making a funny noise but the tsr still denied giving the home patient (hp) a swap. The issue has not been resolved and the hp is still using manuals. The writer advised the pdrn to call the tsr again and ask for another swap. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.